Event description:
New information states the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after episodes of dizzyness. The atrial lead exhibited noise. The lead was explanted and replaced.